Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a remote monitoring alert was received as there were high out of range pacing impedance measurements on the right ventricular (rv) lead. Additionally, there were stored events with noise and oversensing. It was indicated the patient has a left sided system and is left handed. The patient plays golf weekly and also hits hundreds of practice balls a week for practice. As the physician believed there was a rv lead fracture, the rv lead was explanted. No additional adverse patient effects were reported.